Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 22-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement. In (B)(6) 2013 she experienced pain in pelvis, in leg and foot, in abdomen, and in head. Those events led her to work-related problems, unspecified problems with movements and relation and/or family problems. In (B)(6) 2013 she also presented with problems urinating, increase or decrease of weight, tiredness, memory loss, concentration problems, and burn out. She contacted her physician and had appointments with a few doctors (gynecologist, psychologist, physical therapist). She also had an ultrasound, urine examination, fungal infection examination, sexually transmitted diseases (std) test, and urinary infection examined; however, the results were not provided. She was treated with unspecified medication. No assessment regarding the relationship between the events and essure was provided. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to reported disability and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to reported disability and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her to work-related problems and unspecified problems with movements, seen as disability, and no further information can be obtained, this case is regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs